Event description:
The customer reported that the bolt holding the monitor support to the extension arm is backing out of the sleeve (due to the nut holding the bolt had come off) and potentially falling. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.